Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 600 mg/dl to 900 mg/dl. It was unknown that auto mode feature was active or not at the time of event.¿ the customer was treated with manual injection. The insulin pump will be returned for analysis. ¿